Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and has verified the reported intermittent failure. As a precaution, physio has replaced the system pcb assembly. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was intermittently not booting up completely. This was observed during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
The removed external usb data cable was further evaluated by physio-control. The cause of the reported failure was determined to be that the +12 volt line was shorted out at the strain relief.

Manufacturer narrative:
After additional investigation, physio-control confirmed that the cause of the reported failure was due to a third party usb data cable. When this cable is plugged into the device, it caused the device to not have the ability to boot up properly without the cable plugged into the device, proper device operation was observed through functional and performance testing. The device has since been returned to the customer for use.